Manufacturer narrative:
Lot review: a review of lot# 3237290 showed (B)(4) units were manufactured, tested, inspected and released in 04/16 citing no exception documents. Visual receipt analysis: 12/22/2016 - received one used 886-52510-14, optiq catheter lot# 3237290. The balloon would not inflate. Functional testing: unit was visually examined. A tear in the balloon was observed near the rim of where it is bonded to the catheter tubing on the distal end. Unit was leak tested. No leakage was observed from any of the other lumens. Leaking was observed when connected to the balloon lumen. Final analysis summary: the reported complaint of leakage was confirmed. The root cause of the tear could not be determined. The damage to the balloon doesn't appear to be from manufacturing processes records were reviewed and were no exception documents reported. This type of failure is repeatable by having the balloon getting snagged typically when getting pushed through an introducer. Take care to not damage the balloon during insertions.

Event description:
Complaint received regarding one 886-52510-14, optiq catheter lot# 3237290 (mfd. 04/16). Report states: leakage.found before patient usage. Follow up with the investigation showed that it was a balloon failure and it was used on a patient with no adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3237290 showed (B)(4) units were manufactured, tested, inspected and released in 04/2016 citing no exception documents.

Event description:
Complaint received regarding one 886-52510-14, optiq catheter lot# 3237290 (mfd. 04/2016). Report states: leakage. Found before patient usage. Follow up with the investigation showed that it was a balloon failure and it was used on a patient with no adverse patient consequences reported.